Event description:
Account experiencing low control and patient sodium results that were higher when repeated on same analyzer. Eight patient samples were provided as examples. Patient 1, initial gave 125 mmol/l; repeat gave 134 mmol/l. Patient 2, initial gave 128 mmol/l; repeat gave 144 mmol/l. Patient 3, initial result gave 122 mmol/l; repeat gave 134 mmol/l. Patient 4, initial result gave 125 mmol/l; repeat gave 136 mmol/l. Patient 5, initial result gave 122 mmol/l; repeat gave 134 mmol/l. Patient 6, initial result gave 122 mmol/l; repeat gave 138 mmol/l. Patient 7, initial result gave 125 mmol/l; repeat gave 141 mmol/l. Patient 8, initial result gave 127 mmol/l; repeat gave 134 mmol/l. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause to be a problem with the sample probe and crystalization buildup around ise mixing chamber. Sample probe and ise electrodes were replaced and ise mixing chamber cleaned. Performance tests were performed.